Manufacturer narrative:
Device evaluated by MFR.: a mustang 4.0 x 40, 40cm was received for analysis. As per mustang specification the recommended sheath for this device is minimum 6fr. The device was returned inside the customer's 6fr sheath. For investigation purposes the investigator removed the device from the sheath. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 20mm distal of the proximal markerband. The distal section of the balloon material had been pushed distally towards the tip of the device. This type of damage most probably occurred when the device was being withdrawn through the sheath/guide. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed damage to the tip of the device. This type of damage is consistent with the device encountering resistance and excessive force being applied when attempting to cross a lesion. A visual and tactile examination found the shaft of the device to be kinked at approximately 165mm distal of the strain relief. This type of damage is consistent with excessive tensile force being applied to the device. A visual and microscopic examination found both markerbands to be undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture, removal difficulty, and device detachment occurred. The moderate stenosed target lesion was located in the non-calcified and non-tortuous artificial blood vessel. A 4.0 x 40, 40 cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at below the burst pressure for few seconds, the balloon ruptured. Upon removal, the physician could not take out the device and the end portion of the balloon was then detached with the operation rod. The physician had to cut off the vessel and removed the balloon along with the sheath. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture, removal difficulty, and device detachment occurred. The moderate stenosed target lesion was located in the non-calcified and non-tortuous artificial blood vessel. A 4.0 x 40, 40 cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at below the burst pressure for few seconds, the balloon ruptured. Upon removal, the physician could not take out the device and the end portion of the balloon was then detached with the operation rod. The physician had to cut off the vessel and removed the balloon along with the sheath. No patient complications were reported and the patient status was stable.